Event description:
Customer reported that during use, the bur broke in the patient's mouth. There was no injury and the patient is reported to be doing fine.

Manufacturer narrative:
Investigation results: the side cutting bur was received with the cutting portion where it meets the shaft of the device. A hardness check was performed and found to be within specification. The investigation was unable to determine the cause of this failure.